Manufacturer narrative:
Updated information: a3a changed to male.

Manufacturer narrative:
B5 updated with an updated clinical narrative. Corrected data: d4 serial and UDI numbers updated/corrected. The investigation is still ongoing.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 60-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the purge flow (pf) dropped from 14 to 5 and the purge pressure (pp) increased from 400's-600's. Heparin purge was started. The next morning, the pf was less than 2 and the pp was over 1000. There was a purge line blocked alarm. Tissue plasminogen activator (tpa) was initiated, which resolved the issue. Heparin drip was increased to a therapeutic goal with a 5000unit bolus given. The pf was 2.5 and pp 800's. There was no noted interruption of support for the patient. On a later date, the purge cassette and tubing were changed. Immediately, the pf increased from baseline of 15 to 30. A knocking sound was heard by the nurse and patient. The purge tubing was changed again and the issue resolved. In addition, the anti-contamination sleeve ripped out of the back end of the touhy borst. The catheter was cleaned and tegaderm was applied. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.1l/min as intended. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa. The tpa was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
Updated information: b5 clinical narrative updated.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 60-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the purge flow (pf) dropped from 14 to 5 and the purge pressure (pp) increased from 400's-600's. Heparin purge was started. The next morning, the pf was less than 2 and the pp was over 1000. There was a purge line blocked alarm. Tissue plasminogen activator (tpa) was initiated, which resolved the issue. Heparin drip was increased to a therapeutic goal with a 5000unit bolus given. The pf was 2.5 and pp 800's. There was no noted interruption of support for the patient. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.1l/min as intended. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa. The tpa was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
Corrected data. This report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the purge pressure high was not determined due to no product returned, no data logs recovered, and insufficient clinical details. The cause of the sterile sleeve damage was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the axillary artery graft for the support of a 60-year-old female patient who had been admitted into the medical center with the indication of cardiomyopathy, presenting in scai stage d shock. Prior to the pump support the patient was on inotropes/vasopressors, but the underlying medical history was not known. The pump was supporting when on the 2nd day there was observed purge flow and purge pressure issues, as the purge pressure rose to the 600s and they had a "purge line blocked" alarm. They troubleshot by adding the lytic, tpa, to the purge fluid. The pump remains on for support despite the purge issue. Tpa was utilized for the high purge pressure to mitigate impact of biomaterial within the motor and there was no impact on the patient.